Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the micro forceps would not open after entering the patient's eye. The case was completed using an alternate product with no patient harm. This is one of three reports from this facility.

Manufacturer narrative:
Additional information has been provided in d.4. And h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was received. The sample was found in inner blister with cover foil. The device history record for the affected lot was reviewed by manufacturer. No abnormalities that could have contributed to this event were found and the product was released according to manufacturer's acceptance criteria. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. It was found that the forceps shows surgery residuals. After cleaning it was found that the tube is loose and blocks the forceps by activating. The customer¿s complaint was confirmed. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. This kind of damage was already detected and investigated. The root cause could not be identified conclusively but the most likely root cause can be determined to be an improperly performed bonding procedure. The manufacturer internal reference number is: (B)(4).